Manufacturer narrative:
The investigation of low pump flow and thrombus has been completed. The impella device was not returned for evaluation. Impella cp pump was returned. Pump did not have any cannula kinks found during visual inspection and no damaged blades. Borescope view of cannula obtained and biomaterial wrapped around impeller was found. No data logs were returned for investigation. The clinical reported pump was experiencing low flows after impella pump start. Position was confirmed to be good and no cannula kinks observed. The root cause of the low pump flow issue was most likely biomaterial based on return product investigation. The root cause of the thrombus could not be determined.

Manufacturer narrative:
The impella device was received from the customer for evaluation. Upon completion of the investigation, a supplemental MDR will be filed. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs) and at start, the impella cp device showed zero flow. Re were suction alarms. The impella cp pump was repositioned, and the performance level was decreased to no avail. Echocardiogram was completed in addition to an x-ray to verify the pump position. On echocardiogram, a something was seen near the mitral valve and was thought to be thrombus. As a result, the impella cp device was explanted. The pump was placed in water, the pump worked well, and no thrombus was noted under optical observation. The patient was reported to be in stable condition following the event. It is unknown if the patient was placed back on mcs as the site was uncertain if another impella cp device was in stock.